Manufacturer narrative:
The patient followed up with the implanting clinician and migration was confirmed via x-rays. The patient is also experiencing bursitis, which is not related to the stimwave implant. The patient was referred to a new physician to manage pain and migration since the original implanting clinician is no longer performing surgeries. No additional information is available at this time. No therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting an expired device, patient engaging in strenuous activity have been ruled out as potential causes. The implanting clinician stated that the cause of the migration is unknown. The stimulator is used to treat pain. The cause of migration is unknown/no fault found. The migration is likely the cause of the reduced therapy.

Event description:
Patient reported loss of therapy as well sought treatment for bursitis.